Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in an adult female patient who had essure (batch no. 524489- invalid, 624498,624499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included fibroids, acquired hypothyroidism, malaise, fatigue, cramp in lower abdomen, nausea, vomiting, pregnancy, sciatica and pain in thigh. Previously administered products included for an unreported indication: phenergan and reglan. Concurrent conditions included add, asthma since 1998, fibromyalgia since (B)(6) 2010, mixed hyperlipidemia, osteoarthrosis, galactorrhea, polymenorrhoea, intramural leiomyoma of uterus and submucous leiomyoma of uterus. Concomitant products included ethinylestradiol;levonorgestrel (alesse) and ethinylestradiol;norethisterone acetate (loestrin). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, dysmenorrhoea, dyspareunia, depression, anxiety and back pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: impression: small joint effusion without intra-articular loose bodies. Mild patellofemoral chondromalacia. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, menorrhagia, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: update of information (batch is invalid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in an adult female patient who had essure (batch no. 624498/524489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included fibroids. Concurrent conditions included add, asthma since 1998 and fibromyalgia since (B)(6) 2010. Concomitant products included anovlar (loestrin) and eugynon (alesse). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device) and surgery (underwent hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, dysmenorrhoea, dyspareunia, depression, anxiety and back pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, menorrhagia, dysmenorrhea and dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: plaintiff fact sheet was received - lot number were added. Event outcome of bleeding (vaginal and menorrhagia)updated to recovered resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in an adult female patient who had essure (batch no. 624498) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included fibroids. Concurrent conditions included add. Concomitant products included anovlar (loestrin) and eugynon (alesse). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device) and surgery (underwent hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, menorrhagia, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in an adult female patient who had essure (batch no. 624498/524489,624499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included fibroids, acquired hypothyroidism, malaise, fatigue, abdominal pain lower, nausea, vomiting, pregnancy, sciatica and pain in thigh. Previously administered products included for an unreported indication: phenergan and reglan. Concurrent conditions included add, asthma since 1998, fibromyalgia since (B)(6) 2010, mixed hyperlipidemia, osteoarthrosis, galactorrhea, polymenorrhoea, intramural leiomyoma of uterus and submucous leiomyoma of uterus. Concomitant products included ethinylestradiol;levonorgestrel (alesse) and ethinylestradiol;norethisterone acetate (loestrin). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, dysmenorrhoea, dyspareunia, depression, anxiety and back pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: impression: small joint effusion without intra-articular loose bodies. Mild patellofemoral chondromalacia. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, menorrhagia, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: medical records received: lot number added. Reporters were added. Medical history and historical drugs were added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in an adult female patient who had essure (batch no. 524489- invalid, 624498,624499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included fibroids, acquired hypothyroidism, malaise, fatigue, cramp in lower abdomen, nausea, vomiting, pregnancy, sciatica and pain in thigh. Previously administered products included for an unreported indication: phenergan and reglan. Concurrent conditions included add, asthma since 1998, fibromyalgia since (B)(6) 2010, mixed hyperlipidemia, osteoarthrosis, galactorrhea, polymenorrhoea, intramural leiomyoma of uterus and submucous leiomyoma of uterus. Concomitant products included ethinylestradiol;levonorgestrel (alesse) and ethinylestradiol;norethisterone acetate (loestrin). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, dysmenorrhoea, dyspareunia, depression, anxiety and back pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: impression: small joint effusion without intra-articular loose bodies. Mild patellofemoral chondromalacia. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, menorrhagia, dysmenorrhea and dyspareunia. Lot number: 624498 manufacture date:2007-05 expiration date: 2009-04 lot number:624499 manufacture date:2007-07 expiration date: 2009-06 lot number 524489 is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure (batch no. 624498) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included fibroids. Concurrent conditions included add. Concomitant products included anovlar (loestrin) and eugynon (alesse). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device) and surgery (underwent hysterectomy due to complications from the essure device). Essure was removed on 19-nov-2010. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, menorrhagia, dysmenorrhea and dyspareunia most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication updated. Lot number added. Product dates added. Concomitant drugs added. Historical and concomitant conditions added. New events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, depression, mental anguish, lower back pain and essure confirmation test(s) conducted: no incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure (batch no. 624498,624499,524480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included fibroids, acquired hypothyroidism, malaise, fatigue, cramp in lower abdomen, nausea, vomiting, pregnancy, sciatica, pain in thigh, appendectomy, breast biopsy, neck pain, migraine, blurry vision, arthritis, concussion, multiple allergies (nkda, latex allergy), tingling feet/hands, breast secretion female, appendicitis, stress, anxiety, shyness, fear, nervousness, menstrual cycle abnormal, abnormal uterine bleeding, paratubal cyst, uterine fibroid and loop electrosurgical excision procedure. On (B)(6) 2015: she had CT scan and x-rays at that time. Previously administered products included for an unreported indication: phenergan and reglan. Concurrent conditions included fibromyalgia since (B)(6) 2010, asthma since 1998, add, mixed hyperlipidemia, osteoarthrosis, galactorrhea, polymenorrhoea, intramural leiomyoma of uterus, submucous leiomyoma of uterus, breast mass, fibroadenoma, hyperplasia breast, hyperplasia, polyps, breast lump, dysphoria, lupus erythematosus and insomnia. Family history included type 2 diabetes mellitus (father), blood pressure high (grandmother) and thyroid disorder (mother). Concomitant products included carisoprodol (sonata), ethinylestradiol;levonorgestrel (alesse), ethinylestradiol;norethisterone acetate (loestrin) and methylphenidate. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). Essure was removed on 19-nov-2010. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, dysmenorrhoea, dyspareunia, depression, anxiety and back pain outcome was unknown and the vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: impression: small joint effusion without intra-articular loose bodies. Mild patellofemoral chondromalacia. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, menorrhagia, dysmenorrhea and dyspareunia. Lot number: 624498 manufacture date:2007-05 expiration date: 2009-04 lot number:624499 manufacture date:2007-07 expiration date: 2009-06 lot number 524489 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2021: mr received. Reporter information and patient's medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure (batch no. 624498,624499,524480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included fibroids, acquired hypothyroidism, malaise, fatigue, cramp in lower abdomen, nausea, vomiting, pregnancy, sciatica, pain in thigh, appendectomy, breast biopsy, neck pain, migraine, blurry vision, arthritis, concussion, multiple allergies (nkda, latex allergy), tingling feet/hands, breast secretion female, appendicitis, stress, anxiety, shyness, fear and nervousness. On (B)(6) 2015: she had CT scan and x-rays at that time. Previously administered products included for an unreported indication: phenergan and reglan. Concurrent conditions included fibromyalgia since (B)(6) 2010, asthma since 1998, add, mixed hyperlipidemia, osteoarthrosis, galactorrhea, polymenorrhoea, intramural leiomyoma of uterus, submucous leiomyoma of uterus, breast mass, fibroadenoma, hyperplasia breast, hyperplasia, polyps, breast lump, dysphoria, lupus erythematosus and insomnia. Family history included type 2 diabetes mellitus (father), blood pressure high (grandmother) and thyroid disorder (mother). Concomitant products included carisoprodol (sonata), ethinylestradiol;levonorgestrel (alesse), ethinylestradiol;norethisterone acetate (loestrin) and methylphenidate. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, dysmenorrhoea, dyspareunia, depression, anxiety and back pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: impression: small joint effusion without intra-articular loose bodies. Mild patellofemoral chondromalacia. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, menorrhagia, dysmenorrhea and dyspareunia. Lot number: 624498 manufacture date: 2007-05, expiration date: 2009-04. Lot number: 624499 manufacture date:2007-07, expiration date: 2009-06. Lot number 524489 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure (batch no. 624498,624499,524480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included fibroids, acquired hypothyroidism, malaise, fatigue, cramp in lower abdomen, nausea, vomiting, pregnancy, sciatica, pain in thigh, appendectomy, breast biopsy, neck pain, migraine, blurry vision, arthritis, concussion, multiple allergies (nkda, latex allergy), tingling feet/hands, breast secretion female, appendicitis, stress, anxiety, shyness, fear and nervousness. On (B)(6) 2015: she had CT scan and x-rays at that time. Previously administered products included for an unreported indication: phenergan and reglan. Concurrent conditions included fibromyalgia since january 2010, asthma since 1998, add, mixed hyperlipidemia, osteoarthrosis, galactorrhea, polymenorrhoea, intramural leiomyoma of uterus, submucous leiomyoma of uterus, breast mass, fibroadenoma, hyperplasia breast, hyperplasia, polyps, breast lump, dysphoria, lupus erythematosus and insomnia. Family history included type 2 diabetes mellitus (father), blood pressure high (grandmother) and thyroid disorder (mother). Concomitant products included carisoprodol (sonata), ethinylestradiol;levonorgestrel (alesse), ethinylestradiol;norethisterone acetate (loestrin) and methylphenidate. In december 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, dysmenorrhoea, dyspareunia, depression, anxiety and back pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: impression: small joint effusion without intra-articular loose bodies. Mild patellofemoral chondromalacia. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, menorrhagia, dysmenorrhea and dyspareunia. Lot number: 624498 manufacture date:2007-05 expiration date: 2009-04 . Lot number:624499 manufacture date:2007-07 expiration date: 2009-06 . Lot number 524489 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device) and surgery (underwent hysterectomy due to complications from the essure device). At the time of the report, the uterine perforation, device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.